Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads broke off, breaking during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A wife reported via e-mail on (B)(6) 2017 that her husband of unspecified age used an unspecified number of oral-b brushheads, version unknown from a pack of 4, and the brush heads were breaking during brushing. She stated the brush heads broke off, and she had purchased 2 packs of 4 brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 07-dec-2017 received reporter's follow-up e-mail: the wife reported that she tried to scratch the logo with a coin, but nothing happened. She had saved one brush and could send it. No further information was provided.

Manufacturer narrative:
11-jan-2018 product investigation results: reporter returned toothbrush head on 10-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads broke off, breaking during brushing [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A wife reported via e-mail on 06-dec-2017 that her husband of unspecified age used an unspecified number of oral-b brushheads, version unknown from a pack of 4, and the brush heads were breaking during brushing. She stated the brush heads broke off, and she had purchased 2 packs of 4 brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 07-dec-2017 received reporter's follow-up e-mail: the wife reported that she tried to scratch the logo with a coin, but nothing happened. She had saved one brush and could send it. No further information was provided.